Event description:
Patient in surgery undergoing exploratory laparotomy for colonic obstruction. Stapler mis-fired, resulting in incomplete closure of dilated obstructed small bowel which resulted in further contamination.